Event description:
During an upper endoscopy procedure, the physician used a wilson-cook saeed six shooter multi-band ligator. After all six bands were fired and when the endoscope was removed, the barrel detached into the patient's esophagus. The barrel was retrieved from the patient and no patient injury was reported. Information provided with the initial report indicated the endoscope used during the procedure was incompatible with this device. The instructions for use for this product instruct the user to refer to the product package of the appropriate endoscope. This device is compatible with endoscopes that have an outer diameter of 9.5mm - 13mm. The user facility confirmed that the outer diameter of the endoscope used was 9.4mm.